Event description:
It was reported an angio-seal was deployed successfully via the right femoral arteriotomy. Approx five hours after the procedure, a very large hematoma had formed at the puncture site. The pt underwent surgery the next day and the anchor was found subcutaneously and was removed. The pt was reported to be stable after surgery.

Manufacturer narrative:
One anchor, collagen fragment, and suture segment, consistent with components used in the angio-seal device, were visually inspected. The anchor and collagen fragment were secured by the intact suture loop. The knot was tight, and the compacted collagen was in direct contact with the anchor dome. The running suture was approx 0.7" in length; the suture proximal end was consistent with cutting. No contributing visual anomalies were noted. Review of the device history record confirmed this lot met mfg requirements prior to shipment. There was no evidence found to suggest the incident was due to an intrinsic defect in the angio-seal device, as supported by the review of the mfg traveler and the analysis performed. The cause of the reported incident remains unk. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.